Manufacturer narrative:
The company representative confirmed the event of battery icon on screen showing empty with fully charged battery. In diagnostics, the battery voltage read 0.1 volt when battery voltage is 24v. The company representative replaced the power supply (part number: 0014-00-0033e05). The functional testing and safety checks were performed on the iabp. The iabp met the factory specifications and was returned to the customer. Refer to service order (B)(4). The original power supply was forwarded to mahwah repair center. Since the unit was over 13 years old at the time of the event, no evaluation or repair was conducted. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, the iabp showed the battery icon on screen as empty with fully charged battery. No patient was involved.